Manufacturer narrative:
Conclusion: paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl and regurgitation most likely was due to suboptimal position as in this case the valve ended up at 8mm, as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus. A relationship of the congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition/severe central regurgitation and pvl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 months following the implant of this transcatheter bioprosthetic valve, another transcatheter bioprosthetic valve was implanted, valve in valve, due to symptomatic heart failure, severe paravalvular leak (pvl) and severe aortic insufficiency. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)